Event description:
One month after the procedure, a stricture was discovered and dilated. There was no associated malfunction of the device. No association between the product performance and the event could be established.